Manufacturer narrative:
(B)(4). Conclusion: aortic neck length less than 10mm and diameter less than 19mm / aortic neck angulation greater than 60 degrees.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 44.3 - 49.1mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter is 18 - 18.5mm. The proximal neck length is 9.5mm. The aortic neck angle is 66.3. It was reported that during the index procedure a type ia endoleak was identified. The physician added a 23x23x49 cuff and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine. A review of returned films pre-implant confirmed that the patient had a 16x18mm proximal neck, which was short (less than 1cm), and angulated approximately 90deg. The 4.5cm aaa was lined with calcification and the distal aorta diameter was 17mm. The iliacs were mildly tortuous and calcified. Intraoperative films were not provided.